Event description:
The recipient reportedly experienced dizziness post implantation. The recipient's dizziness is steadily improving with treatment.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is receiving treatment, via hyperbaric chamber therapy. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.